Manufacturer narrative:
(B)(4). Date sent: 4/26/2023. B3: only event year known: 2023. No lot number was provided therefore a device history could not be done. Additional information was requested, and the following was obtained: what is the product code? What is the lot number? What was the date of implant? If the device has been removed, what was the date of explant? If the device is scheduled to be removed, what is the scheduled date? What were the first clinical symptoms that provided evidence of an erosion and when did they first occur? Has the patient had any dilations, egd, or other procedure between the linx implant and discovery of the erosion? Please describe and include the dates of the procedures. Are pictures or videos available? If yes, please send them to productcomplaint1@its.jnj.com how many beads eroded? Where were the eroded beads positioned? Which best describes the device removal approach? Endoscopically removed the eroded beads initially & laparoscopically removed the device at a later date endoscopically removed the eroded beads & laparoscopically removed the device the same day endoscopically removed the entire device laparoscopically removed the entire device was the patient stented? What is the current condition of the patient? Answer - I do not have any additional information on this. I have reached out to the surgeon and he has not responded back. I also sent this email to him and copied your team on this. If I get anything on this, I will let you know. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the patient has an eroded linx device that needs to be taken out.